Event description:
It was reported that catheter was infected back in 2007 and it was removed. They were now planning to remove the pump because it wasn¿t doing anything as it was not connected to a catheter. The pump had been used to deliver baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the pump was filled with saline only since 2007 catheter removal. The pump removal was done at family¿s request, the patient not having problems. The symptom the patient experienced was infection in spine fusion hardware, no change in spasticity. The patient did receive antibiotic treatment. The patient was in or during ortho spine procedure when the catheter was noted to be contaminated. The abdomen was not prepped or accessible. The infection resolved. The pump was not returned as it was functioning normally.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058172r, implanted: (B)(6) 2001, explanted: 2007, product type: catheter. (B)(4).